Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 12 in the mouth, the implant did not integrate in type ii bone. Clinician noted patient's bone defect and bleeding. Another implant was placed to achieve stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 12 in the mouth, the implant did not integrate in type ii bone. Clinician noted patient's bone defect and bleeding. Another implant was placed to achieve stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 12 in the mouth, the implant did not integrate in type ii bone. Clinician noted patient's bone defect and bleeding. Another implant was placed to achieve stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. (Follow up sent to justify the absence of the lot number).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 12 in the mouth, the implant did not integrate in type ii bone. Clinician noted patient's bone defect and bleeding. Another implant was placed to achieve stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).